Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On january 12, 2021, olympus medical systems corp. (Omsc) received the literature titled "the effect of using different types of forceps in the efficacy of transbronchial lung biopsy". This study was conducted the transbronchial lung biopsy (tbbx) for 90 lung disease patients. In the literature, it was reported that 10 patients developed significant bleeding, 3 patients of pneumothorax, and 8 patients of pneumonia or lung infiltrate post-bronchoscopy. Based on the available information, these events were not reported in a direct relationship with the olympus products. Therefore, 3 patients with pneumothorax and 8 patients with pneumonia or lung infiltrate were no relationship with the subject device. However, omsc assumes that 10 patients who developed significant bleeding might be related to the subject device since the subject device was used for tbbx and the bleeding was significant. Based on the available information, detailed information on the subject device was not provided. There is no description of the device's malfunction. Omsc will submit a medical device reports (MDR) of the biopsy forceps for the significant bleeding.